Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The submitted log file (a1141103) contained approximately 3 days of data (11jan2021 ¿ 14jan2021 per the timestamp). The log file captured low voltage hazard and no external power alarms on 14jan2021 from 04:26:18 to 04:26:25 due to a loss of external power while connected to the mpu. The alarm resolved once power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted log file (a1141057) contained approximately 8 hours of relevant data (14jan2021 from 04:29:54 ¿ 12:00:31 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. Additional information provided stated that the serial number of the mpu is mpu-20192. It was also stated that it is likely that the mpu has a v-lock connector on the ac power cord. It is not known if the ac power cord became loose at the wall outlet or from the back of the unit, or if there were any environmental circumstances that would have affected ac power. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number mpu-20192, was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 27jul2015 via customer order. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, low voltage, and lvad fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported through the log files that there were no external power alarms due to a loss of external power while connected to the mpu (mobile power unit). It was also stated that patient did not mention other prior issues with the mpu. It is not known if the mpu lost power or if the power cord came loose. The customer noted that maintenance of this mpu was due and the responsible technician exchanged the mpu at the end of (B)(6) 2021, after the event.